Manufacturer narrative:
The customer¿s report of a programming error was confirmed. Review of the pcu error log showed no errors or malfunctions on the reported incident date. The pcu event log had been overwritten and contained no log entries prior to 3:51 am on (B)(6) 2017. Therefore programming performed on the reported event date of (B)(6) 2017 could not be confirmed. Analysis of the remaining pcu event log showed that at 10:06 am on (B)(6) 2017 the user programmed morphine 30mg/30ml (rather than the intended dilaudid 6mg/30ml), with a pca dose of 0.2mg, lockout of 10 minutes and max limit of 20mg/4hr. The user received a guardrails alert "dose is below guardrails limit of 0.5mg." The user selected "yes" to proceed and started the infusion. At 11:02 the user confirmed the setup, received another guardrails alert "dose is below guardrails limit of 0.5mg," and again selected "yes" to proceed and started the infusion. At 11:04 am the device was re-programmed to infuse hydromorphone (dilaudid) 6mg/30ml pca only, dose 0.2mg, lockout 10 minutes, max limit 4mg/hr; there were no warnings or alerts recorded. The cause of the additional alert was attributed to the guardrails warning for low dose, due to a user programming error, when the user selected the wrong drug and wrong concentration.

Event description:
The customer reported that on (B)(6) 2017, the physician ordered dilaudid 6mg/30ml pca 0.2mg every 10 minutes as needed with a max limit of 4mg/4 hr. On (B)(6) 2017 at 1735, a new syringe was initiated. At 1945, the night nurse discovered that the pump was programmed for morphine 1mg every 6 minutes, rather than dilaudid and she re-programmed the pump for dilaudid as ordered. During an internal investigation of the incident, pharmacy provided an alert report that indicated that there were two alerts that occurred. The first was on (B)(6) 2017 at 1714 when the drug was entered as morphine (not dilaudid) 0.2mg every 10 minutes with a 20mg/4 hr max limit. The nurse received an alert for the low dose of 0.2mg, which was below the limit of 0.5mg. The nurse overrode the alert. The next activity was at (B)(6) 2017 at 1008, when the dose was overridden again. At 1103, the infusion was cancelled. In addition to the initial error of incorrect drug selection, the customer is concerned as to why the second alert occurred if the programming was corrected earlier by the night nurse and whether this indicates that the second error was caused by nurse error or pump error.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that on (B)(6) 2017, the physician ordered dilaudid 6mg/30ml pca at 0.2mg every 10 minutes as needed with a lockout dose of 4mg/4hours. On (B)(6) 2017 at 17:35, a new syringe was initiated. At 19:45, the night nurse discovered that the drug was programmed in the pump as morphine, rather than dilaudid at 0.2mg every 10 minutes with a lockout dose of 20mg/4hours. The nurse received an alert of the low dose of 0.2mg, which was below the limit of 0.5mg, in which the nurse overrode the alert. Per the pharmacy alert report, the next activity was on (B)(6) 2017 at 10:08, when the dose was overridden again, and then at 11:03, the infusion was cancelled. There was no report of patient harm.